Event description:
The clinic reported that a laser vision correction patient developed horizontal stain shortly after surgery; first seen at 3 month follow up. It has been treated as a dry eye problem with steroid pulse, collagen plugs, artificial tears and gels, restasis etc. Account reported loss of best corrected visual acuity (bcva) in right eye. Patient reported having fuzzy vision. Right eye bcva 20/20 pre-op, 20/40 post-op. Left eye bcva 20/20 pre-op, 20/25 post-op.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.